Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to scalpel generator, and activating the min button generated a reactivate error on the generator. The device was examined further and a build up of tissue/fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue.

Event description:
It was reported that the har36 ultrasonic scalpel did not work. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.